Event description:
It was reported that the fluid ingress or oxidation underneath the plastic part of the barrel clamp. There is also discoloration on the metal part at the end of the barrel clamp too. There was no patient involvement.

Manufacturer narrative:
Omit : a040502 - corroded (1131), b21 - type of investigation not yet determined, c21 - results pending completion of investigation and d16 - conclusion not yet available. Correction : returned to manufacturer on. Additional information : device eval by manufacturer? Reason code for no evaluation, if other specify. Imdrf annex a, b, c, d and g codes and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer. Not applicable. Device evaluated by bd.

Manufacturer narrative:
(B)(4). A follow up report will be submitted once the failure investigation has been completed.

Event description:
It was reported that the fluid ingress or oxidation underneath the plastic part of the barrel clamp. There is also discoloration on the metal part at the end of the barrel clamp too. There was no patient involvement.